Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+2.5/002 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as unknown. The surgeon states the original lens was implanted vertically and decided to implant the replacement lens horizontally because of high vault.